Event description:
On (B)(6)2010: the primary surgery (posterior fusion) was performed for l2 fracture. (Screws were placed on th12, l1, l3, l4, and a connector on l2.) On (B)(6)2010: the surgeon confirmed that the screws at l3 were backed out. (It appears the screws at l4 as well backed out but difficult to confirm by x-ray.) The surgeon called the sales rep. And informed him that the patient who had the primary surgery on (B)(6) using xia for l2 fracture will have revision surgery due to the screw's back-out. (However this was wrong information. The patient to be revised actually had the primary surgeon on (B)(6)using xia4.5, not xia) since there was another patient who had primary surgery on (B)(6) for l2...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Multiple screws are referenced in this complaint for screw back out. (B)(4).